Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der stated that this patient has a right total hip with aml stem and duraloc cup. It is unknown when it was implanted. The patient is dislocating, so the surgeon changed the head and liner to a constrained one. The old components were in good condition. The stem and cup were well fixed. Doi: unknown; dor: (B)(6) 2018; right hip. No surgical delay.